Manufacturer narrative:
Corrected information: additional information: visual review of instrument identified missing piece from base attachment point. Additionally, functional evaluation of flex arm after manual tightening, found the instrument insufficiently rigid. The above observations are consistent with missing piece from base of instrument, preventing proper attachment of instrument.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a procedure, the flex arm did not hold well when tightened over the patient. No complications were reported.